Manufacturer narrative:
Unit received with button error alarm and had unresponsive up button due to unlocked j2/lcd keypad connector. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call has been experiencing high blood glucose levels for over a year now. The customer¿s blood glucose level was 19mmol/l at the time of incident. The customer was assisted with trouble shooting and was advised pump will be replaced due to damage on pump. The insulin pump is being replaced and is expected to return for analysis.